Manufacturer narrative:
The tech found both foot end casters were worn. He replaced the foot end casters to repair the stretcher.

Event description:
Info received indicates the caster ratchets slightly when in the brake position.